Event description:
It was reported that the device failed volume testing, only delivering 17ml. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem; however, the dso seal was bubbled. It was determined that the most probable cause is user error. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.